Event description:
It was reported during a laparoscopic gynecological procedure while using the 511s trocar the device would not engage. The red lever would stay down. Another trocar was pulled to complete the case. There was no consequence to the pt.